Event description:
It was reported that the metal insert was not flush with the bottom of the articular surface and would not seat properly into the tibial plate. The surgeon hammered the metal insert into the articular surface, and then used it to complete the procedure.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.